Manufacturer narrative:
The ratcheting handle was returned to the manufacturer for analysis. Analysis found that the part retention mechanism had a broken retainer ring. As a result, the retention cover and spring has separated from the handle. Analysis found that the reported event was related to a mechanical issue. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that when the manufacturer representative received the nac navlock tray back, the ratcheting handle was damaged. There was no patient present when this issue was identified.